Event description:
It was reported the device went to elective replacement two months earlier and at changeout, no pacing spikes were seen for a period of time. The device was in the pocket at the time the "failure" occurred. The patient, being pacemaker dependent, had a heart rhythm in the 20's for 1.5 - 2 minutes prior to the implant of the new device. The patient was reported as "doing fine" and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires.